Event description:
It was reported that a pump intermittently turns on and off without user input. It was also reported that the pump displayed a "check battery" alarm.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The unit also alarmed "check battery" during the eval. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an intermittent power up, enter sleep mode and power down without user input. The date of event is unk.